Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 was not sealing the branches well resulting in back bleeding. The procedure was completed using the same device. The hospital did not report any patient effects. It is unknown if product is returning.

Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).